Event description:
It was reported "needle poked through catheter while inserting in a patient." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported "needle poked through catheter while inserting in a patient." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a catheter split is confirmed. One 20 ga accucath device was returned for evaluation. One photo sample was also provided, and the damage appeared to correspond with the returned physical sample. The needle was returned fully retracted within the housing. The catheter had been removed from the device and the guidewire extended past the housing. The catheter was observed to contain a break in the tubing and slight bend approximately 3.2 cm from the distal end. Microscopic observation of the break surface split revealed a rough and uneven pattern; however, a ¿v¿ shaped notch was visible. The damaged surface was also found to be bulging outwards which suggests an outward force from within the catheter may have contributed to the damage. The damage observed is consistent with damage caused by retracting the catheter against the needle after being advanced. The product instructions for use (IFU) states, ¿warning: once the catheter has been advanced, do not reinsert the needle back into the catheter or pull the catheter back onto the needle. If the catheter needs to be repositioned, either do so without the aid of the needle, or remove both the catheter and the needle as a unit to prevent the needle from damaging or shearing the catheter.¿ since a hole in the catheter was found to be present, the complaint is confirmed.